Event description:
The hospital reported that during a coronary artery bypass procedure, the ultima activator ii drive mechanism jammed after being opened 15cm. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. (B)(4).